Manufacturer narrative:
The manometer gauge for the neopuff infant resuscitator indicates to the clinician the pressure being delivered to the pt during resucitation. Regarding the complaint device, the user facility states that the manometer is 'blocked' (which would imply that the manometer is not responding to the gas pressure). The manometer has been returned and was tested, but no fault was found. (Note that this type of malfunction, if it occurred, is detectable during the set up tests (as required by the user instructions) for the device prior to pt use).

Event description:
The manometer of the neopuff infant resuscitator is blocked. No pt injury.